Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2010, patient underwent surgery for herniated disc at c6/7 and c7-t1, cervical subluxation and instability c6/7 and c7/t1. Surgery included complete anterior cervical discectomy at c6/7 and c7/t1. Right anterior iliac crest bone graft x2, reconstruction right hip with matrix allograft. Anterior cervical plate from c6-t1 on (B)(6) 2010 patient underwent posterior cervical fusion c3 - t3 and removal of rods and screws loose rt c6 screw patient underwent exploration of posterior cervical spine fusion, including removal of segmental spinal instrumentation including rods and screw and replacement of posterior spinal instrumentation c3- t3 with vertex instrumentation using local bone graft, rhbmp-2/acs and matrix allograft. Excellent bone fusion from c3-c6. The surgeon decorticate the lateral mass from c3 to c7 and took down the facet joint at c6 to c7 packed this with local bone graft and bmp, matrix allograft. Decorticated in the midline c4 to t3 as well for marked local bone graft and bmp in this area. Local bone graft, bmp and matrix allograft placed bilaterally c3 to t3.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient underwent 1) complete anterior cervical discectomy c5-c6. 2) partial vertebrectomy c6, right. 3) anterior in terbody fusion c5-6. 4) hydrosorb cage 7mm highx 11mm wide and deep. 5) local bone graft. 6) bone morphogenic protein. 7) sseps. 8) fluoroscopy. Preoperative diagnosis: herniated disc right c5-6. Perop notes: casper distraction screws were placed into the bodies of c5 and c6 and complete anterior cervical discectomy undertaken. Some fragments were removed off the anterior- inferior aspect of c5 and superior aspect of c6 and local bone graft was used for fusion with bmp. The space was noted to be empty of disc material. The endplates were perforated with triple 0 curved curette and 6mm spacer fit loose and it was elected to use a 7mm hydrosorb cage into the disc space at c5-6. This was packed local bone graft and bmp. This was placed into the disc space at c5-6 and fit quite nicely and distraction was removed. Then placed additional bmp and local bone graft into the lateral aspect of the cage on the left side of c5-6. Plate was placed over the anterior aspect of the bodies at c5 and c6, held in place with temprorary pins and checked under the fluoroscopy.